Manufacturer narrative:
The device was not returned for evaluation; per hospital policy. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. We were made aware of this report through FDA¿s medwatch program mw5062861.

Event description:
It was reported that the balloon ruptured during an outpatient procedure with 1.5 ml inflation. After removal it was noted that part of the balloon was missing from the catheter. There were no changes in hemodynamics after the rupture. The procedure: transjugular liver biopsy with pressures. The patient was released.